Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 424 mg/dl. The customer stated that the insulin pump did not deliver insulin in the morning. She complained that insulin was not being delivered correctly, and she kept having to change her infusion sets due to bruising at the insertion sites. She noted that the infusion set looked "bloody in the clear circle." She stated that she did not feel well enough to troubleshoot. Advised the customer to contact her doctor or seek medical attention and to call back later for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.